Event description:
The customer reported no audio from the mx40. There was no report of patient harm.

Manufacturer narrative:
(B)(4). The device was returned to philips for testing and evaluation. The device failure was replicated and the failed speaker was replaced to resolve the issue. After repair, the device passed all testing and was returned to the customer. This was a malfunction of the mx40 speaker.